Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient, therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported vent inop due to failure of the adc/dac test during operation. The service technician replaced the sensor board to correct the problem. Extended self testing (est) testing and performance verification testing was completed, and all tests passed to operating specifications.